Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable at the proximal clevis. The instrument housing was removed and found with derailed pitch cable from the input shaft. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.